Event description:
It was reported that the pacing lead impedance measurements of this right ventricular (rv) lead were less than 200 ohms, which was out-of-range. Technical services (ts) analyzed device episode data and found that there were stored ventricular episodes due to t-wave oversensing. Anti-tachycardia pacing (atp) was delivered during one episode. It was noted that tachycardia therapy was turned off for this patient. At this time, there is no plan for revision. No adverse patient effects were reported. Currently, this lead remains in service.